Event description:
Upon opening IV start kit 50390kp in front of the patient to start her IV, a foreign body was identified stuck to the chlorhexidine packet. Packaging and product with foreign object provided to manager and given to supply chain to notify vendor.